Manufacturer narrative:
Section e3: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory method. On (B)(6) 2023 at 2:30 p.m. The patient had a laboratory result of 6.7 inr while at 5:42 p.m. The meter result was 4.9 inr. The questionable result was reported to the physician and the patient's warfarin dose was changed. The patient's therapeutic range was 2.9-4.0 inr and the interval of testing is weekly.